Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms or blank display noted. No numbers ramping, scroll bars moving up or moisture damage on the electronic assembly or motor noted. It had a cracked display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went running with the insulin pump in her bra and the display went blank and condensation could be seen inside the screen. She stated she then changed the battery and received a failed battery test alarm. Blood glucose value was 321 mg/dl, which she treated with manual injection. During troubleshooting, the customer also reported the buttons have been ramping up and down and there was a rattling sound inside the device. She was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.